Event description:
Reporter alleged blood glucose measured 68mg/dl, however, the meter display continued to escalate the numbers to 69, 70, and finally stopped at 568mg/dl. Customer stated the alleged incident occurred after closing the test strip with blood and while the strip remained in the meter. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.